Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there is foreign matter within the sachet." The product was not used. An email was received from the complainant stating ¿it was a brand-new box, previously unopened. All our dressing stock is kept above the floor and within the local guidance. There is no evidence of the pack being opened previously and is undamaged in any way.¿ photographs depicting the reported complaint issue were provided by the complainant.